Manufacturer narrative:
Visual analysis was performed on the return device. The reported failure to advance and difficulty to remove, and malposition of the stent was unable to be confirmed as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be related to operational context. It is likely that the stent became compromised on the balloon resulting interaction with the introducer sheath during the attempt to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions in the right and left common iliac arteries with a kissing technique. The 8.0x59 mm omnilink elite stent delivery system (sds) was advanced but the lesion was very tight and there was resistance with the anatomy, so the physician wanted to remove the sds to perform a pre-dilatation. When attempting to remove the sds, the stent could not enter into the 6fr introducer sheath. It was decided to deploy the stent at that location, which was healthy tissue. Ultimately, the target lesion was treated with pre-dilation and 2 non-abbott stents were implanted. No additional information was provided.